Manufacturer narrative:
The customer indicated that the product is available for evaluation; it has not been received by the manufacturer.

Event description:
The date of the event was unknown. The event involved an 18 cm (7") ext set w/2 microclave¿ clear, 4-way stopcock, rotating luer that leaked at the connection of the three-way channel during an anti-angiogenic treatment. The staff passed at 12:15 when the patient stated that the bed was wet. The chemo pump was stopped and the medical team was informed.

Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. The DHR for lot number 4345830 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.